Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that they had a pod where the needle did not retract from the cannula after activation. They stated that it looked like a sliver ribbon in the cannula. The pod was causing irritation at the insertion site. The pod was worn for 36 and 48 hours on the abdomen before the issue was realized.